Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. However, device received no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. No led anomaly and no missing segments or partial display during testing. Device received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Customer's blood glucose level was unknown at the time of incident. Customer also stated that grey spot was appeared on the pump that covered information on the screen on the pump. Product will be returned for the analysis.